Manufacturer narrative:
The initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.